Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators for non-malignant pain. The patient reported that she received the implants for migraines. The patient wanted to have the devices removed because she no longer used therapy and it had been off for years as of (B)(6) 2016. The patient stopped using it because the vibration sensation interfered with her thinking. There were no trauma/falls reported that could have been related to this issue. The patient was to follow-up with a healthcare professional. The issue occurred since implant of the patient's previously implanted neurostimulators. Additional information provided by the patient reported that various adjustments didn't help to resolve the vibration sensation interfering with their thinking. The patient stated that they had both devices removed in (B)(6) 2016.

Event description:
Information was received from a patient implanted with two neurostimulators for non-malignant pain. The patient reported that she received the implants for migraines. The patient wanted to have the devices removed because she no longer used therapy and it had been off for years as of (B)(6) 2016. The patient stopped using it because the vibration sensation interfered with her thinking. There were no trauma/falls reported that could have been related to this issue. The patient was to follow-up with a healthcare professional. The issue occurred since implant of the patient's previously implanted neurostimulators. Additional information provided by the patient reported that various adjustments didn't help to resolve the vibration sensation interfering with their thinking. The patient stated that they had both devices removed in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.